Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient noted that after the sensor insertion there was bleeding at the insertion site, but decided the keep the sensor in. The patient did report that the whole day of the event, he was experiencing inaccuracies and gave the examples of a cgm was reading 50 mg/dl, and a blood glucose reading of 150 mg/dl, and a cgm was reading 50 mg/dl, and a blood glucose reading of 130 mg/dl. At an unknown point during the night the cgm was reading high, and the blood glucose reading was 42-47 mg/dl. No specific symptoms were reported but it was stated that the patient ¿could not respond and not do anything¿, which most likely meant that the patient loss consciousness. The patient was treated by his daughter with ¿jubin¿ 3x30gr glycogen. No healthcare facility was visited and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.